Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date: detail of product- item name: durom acetabular component 62/56 code v, item # 0100214062; lot # 2282489. Item name: metasul ldh head, 56, code v, taper 18/20, item number: 0100181560, lot # 2267206. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
We have been informed by (B)(6) that the patient underwent revision surgery due to pain, loosening and lysis of cup and stem.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: osteolysis and loosening. Review of event description: this complaint was reopened on aug 22 2018 as new information was received. It was reported that the patient received a right hip implant on (B)(6), 2007 and was revised on (B)(6), 2009 due to aseptic loosening of the cup, aseptic loosening of the stem, osteolysis around the cup, osteolysis around the stem and pain. Review of received data the report for explanted metal-on-metal hip from lirc was reviewed. It stated the component was implanted for 24 months. The pre-revision blood test result showed the cobalt ion (5.3 ppb) and chromium ion (8.6 ppb) is higher than normal value (1.7ppb for cobalt, 2.4ppb for chromium). It also stated the implant was in good position with 48 degree inclination and 12 degree version. Cup edge, polar cup and head polar wear measurements were conducted. Linear wear rate of cup edge is 2.02 micrometer per year. No evidence of wear scar were found. It concluded that the wear rate is low. The njr data showed that the reason of revision is pain, aseptic loosening and osteolysis around the cup and stem. The x-ray image within the lirc report was reviewed by hcp. Both image is without date and in ap-view, one pelvis overview and one image of the right hip. On both x-rays, a narrow radiolucent line can be seen on the proximal stem area medial to the calcar and a sclerosis line lateral along the proximal stem area at the level of the trochanteric mass. In the area of the cup also recognizable narrow radiolucent line on the lateral edge of the cup. The findings on the stem proximally medial and on the lateral edge of the cup indicate a bone resorption. The sclerosis line along the stem proximally laterally could be the earlier lateral boundary of the proximal stem and thus points to a change in position of the stem. However, whether these radiological signs can be considered pathological or possibly compatible with a loosening of the implant components, can not be reliably assessed on the basis of this image, since there is neither a second image plane of the right hip joint nor comparable earlier x-rays. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check between durom cup and metasul head was performed and showed that the product combination was approved by zimmer biomet. However, as the information of the head adapter is unknown, the compatibility check between the head and the stem could not be performed. Conclusion summary it was reported that the implant was revised about 31 months 2 weeks in vivo time. The njr data show that the reason of revision are loosening of cup and stem, osteolysis at both the socket and around the stem and also pain. The report from lirc showed that the explant has a low wear rate, but the patient had high metal ion level in blood. The radiolucent line was observed in the x-ray image, it could indicate bone resorption. However, the date of the images are unknown and neither a image of another plane nor a baseline image was provided. Therefore, loosening and osteolysis could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. No further investigation required for the issue related to the durom cup (osteolysis, loosening and pain), as it is known and addressed in CAPA cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis). At least one of these error patterns is observed in this event. The issue related to the stem was investigated as it is not part of the CAPA. In general, osteolysis could be cause by multiple factors, such as patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. Possible cause for loosening include wrong position during canal preparation, wrong selection of the component, and excessive wear by fretting between components. However, with the little information provided, the root cause could not be narrow down. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
No event update.